Event description:
As per the information reported, the ceiling installation detached from 3 mounting points during annual maintenance load test. No patient was involved. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. The results will be provided when the investigation is completed. D4. (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
After the track detachment, it was initially observed that the threaded rod located in the mounting point appeared too short. The faulty track was dismantled to secure the room. The arjo track installation guide (001-11161-en, p. 30) references a rod length of 57 mm at the lowest point when installing the track. However, photographic evidence did not confirm this potential cause, as the threaded rod length was found to be compliant with the required specification. Further inspection conducted by the installer manager identified the brake nut of the reference threaded rod as a possible failure point. The plastic thread of the nut was completely worn out. Additionally, it was not confirmed whether the tab washer which prevents the nut from back turning and loosening under load, was present in the assembly. Given the analysis performed, the exact root cause of the failure could not be determined. To conclude, arjo device failed to meet its specification since the track detached from the ceiling. The device was not used for a patient transfer when the failure occurred. The complaint decided to be reportable due to ceiling installation detachment from some mounting points. No injury was claimed.

Manufacturer narrative:
The process of gathering and analysing information is ongoing. The results will be provided in the next report.

Manufacturer narrative:
The ceiling installation inspection conducted by the installer manager revealed that the faulty part was the nut that held the bracket. The analysis is still ongoing. The results will be provided to the next report.